Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with blood glucose level of 460 mg/dl. Customer stated that the insulin pump had compromised force sensor alarm during priming of the tubing and the drive support cap was sticking out. The insulin pump will be returned for analysis.